Event description:
(B)(4) received a call on (B)(6) 2015 reporting that when patient tested with the prodigy meter the results were 300mg/dl and 400mg/dl. At the time of the call patient's daughter stated that patient was in the hospital for 3 days. Patient's daughter stated that the hospital's meter was giving lower readings than the prodigy meter. Patient's normal blood glucose reading range is 120mg/dl. No information was given as to the reason why patient was in the hospital. Prodigy representative stated that no readings for 300-400mg/dl could be found in the meter memory. Patient's daughter's response was that everytime patient's blood glucose readings were 300-400mg/dl the meter would not store any more readings so she deleted the memory and that everytime the meter would give a reading of 450mg/dl the meter would not save the previous readings until the memory is deleted. Various sections of this report are incomplete. Patient's phone number has changed and cannot be contacted by phone. (B)(4) could not retreive the suspect device for evealuation, therfore (B)(4) requested from the manufacturer an internal record review for the suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2016-00016 to submit investigation results from the manufacturer for the suspect device. Device was not returned to prodigy. Prodigy diabetes care requested from the manufacturer an internal record review for suspect device.